Event description:
Event description guidant received information that this left ventricular lead was not implanted as the coronary sinus was perforated during the attempted implant procedure. Therefore, the lead was removed from the patient's body and returned for analysis. A new guidant left ventricular lead was successfully implanted three days later.